Manufacturer narrative:
¿A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified.¿ no other complaints in lot. The manufacturer internal reference number is: (B)(4).

Event description:
A non healthcare worker reported regarding iol broke. No information if there was patient contact or not. Additional information has been requested.